Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and passed. Functional testing was performed and there was no failure detected. A review of the data log found errors that the receiver would shut down prematurely. The receiver case was opened for further evaluation. The battery's voltage was tested and found that it was not performing as specified. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective u3 on the main pcba.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/27/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.